Event description:
This report is based on information provided by remote service engineer rse, third-party service technician and is currently under investigation by the philips complaint handling team. Philips received a complaint on the indicating during patient transport on 3rd lead after turning on corsium the screen froze, a window popped up with a purple inscription "application error application mpm application exe encountered a serious error and must shut down". The tempus pro then restarted and did a self-test. There was no reported impact to the patient as the tempus pro was not monitoring a patient when the shutdown with application error and reboot followed by a self-test. The customer informed the third-party service technician the tempus pro was in a smart mount charger at the time of the reported problem. There was no reported impact to the patient as the device was fully operational after shutting down and rebooting. The ECG (electrocardiogram) was successfully measured and captured after the shutdown and reboot. The log files were provided for a technical investigation, and an onsite evaluation is planned by the third-party service technician. The investigation is ongoing and a follow up report will be submitted when the results are made available.

Manufacturer narrative:
This correction report is being sent for corrections to the catalog item identifier, product UDI and model number.